Manufacturer narrative:
This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported). The infection has resolved.